Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) was dislodged and was confirmed through chest x-ray. The x-ray had revealed possible twiddlers syndrome in which the physician also suspected. This ra lead was explanted and replaced with new lead. Additional information received indicates that the hospital had the return boxes. The physician stated it was not a lead malfunction, so field representative believed that lead will not be returned. No additional adverse patient effects were reported.